Event description:
It was reported that the device experienced a power on reset (por) and showed and error during interrogation. A review of the device performance information indicated that the reset was due to a flipped bit. The por was cleared and the device remains in use, however, a device revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. A power on reset (por) was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.